Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed. The instrument was disassembled to perform an internal electrical test that revealed an short circuit condition at the cable level, affecting the hand piece in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.

Event description:
It was reported that during an unknown procedure the instruments couldn't be worked well with these handpieces regardless of changing instruments. No adverse patient consequences.